Event description:
A report was received from an attorney of a minor pt who experienced an adverse event associated with a 30 gauge accuject dental needle. A dentist administered an interior alveolar regional nerve block with a 30 gauge accuject dental needle. It was reported that a portion of the needle broke off and lodged in the pt's medial pterygoid. A surgical procedure was performed at a hospital to remove the needle that same day, however, the procedure was unsuccessful. Add'l info requested.